Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps under infused. Specific details reported by the clinicians: - when pull oxytocin off the pump and run it wide open, it doesn¿t feel like it¿s going in fast enough - 1200 ml/hour but if 22g not actually running at this rate but pump thinks it is and then fluid remaining - rate change could¿ve been the issue here too - inactivity alarm and say ok and think started but didn¿t actually start the events occurred during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.